Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had foreign body in the air-water channel. The issue was identified at reprocessing. There were no reports of patient involvement.